Manufacturer narrative:
(B)(4). It was reported that "the root cause" of this peritonitis event was a breach in aseptic technique further described as "his own negligence". The patient has a pet (cat) and sometimes he would set up his therapy, the pet would be around, he would pat the animal and forget to wash his hands. He was re-trained on the proper aseptic techniques and reports ¿he does better now¿. The cause of this peritonitis was use error. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A formal review of the label for the product family will be conducted. If additional relevant information is received, a supplemental medwatch will be filed.

Event description:
It was reported that the patient experienced peritonitis, manifested by cramps in stomach and cloudy effluent, coincident with peritoneal dialysis (pd) therapy. The cause of the peritonitis was unknown. The patient went to the hospital and got unspecified antibiotics administered with the twin bag for an hour and half as treatment. The patient was not hospitalized for the event. The treatment for peritonitis was cefazolin in dianeal pd4 1.5% (intraperitoneally (ip), extra dialysis once a day in the bag, dwell for 6 hours, inject antibiotics in the bags, let it stay for 6 hours, then nightly dialysis) for 19 days. On an unreported date, the patient was also reported to be retaining a lot of fluid. The patient was recovering from peritonitis. The pd therapy was ongoing. Additional information was requested and was not available at this time.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a follow-up report will be submitted.